Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and both smart device and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be a failed transmitter error. Reported issue of pairing failure is reportable based on the finding of transmitter failure error.